Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The reported even of one of the leaflets not coaptating correctly could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information: g3,g6, h2, h6,h10. An event of incomplete coaptation of a leaflet was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 31 mm epic stented porcine heart valve w/flexfit system was chosen for procedure. After implanting and suturing the valve, the holder was removed. It was observed that one of the leaflets was not coaptating correctly. The valve was removed and replaced with a new 31mm epic stented porcine heart valve w/flexfit system. The patient remained stable throughout the procedure. It was noted there was a delay in the procedure due to the event but it did not result in a serious injury or an adverse event. The patient's status was noted as stable. No additional information has been provided. This event is being conservatively reported.